Event description:
A malfunction alarm was reported with the code malf 5. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, which resolved the malfunction temporarily. However, when the issue recurred, technical support decided to replace the pump. The customer was advised to contact their healthcare provider for backup insulin therapy and was instructed to store and return the faulty pump using a prepaid label.